Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with erosion, the pump was found to be in a bad location. The aus was explanted and replaced. There were no additional patient complications reported.

Manufacturer narrative:
D4: unique identifier (UDI) for cuff: (B)(4). D4: unique identifier (UDI) for balloon: (B)(4).